Event description:
Healthcare professional detection of fibrous or granulation tissue on tip of catheter on MRI in 2002. Pt's catheter was removed and replaced. Since surgery has experience increased pain which has not been relieved well with provided medications. MRI done in anticipation of participation in a stuy. Catheter removed from soft tissue mass and replaced. Sent to pathology. Results of examination indicated "a very scanty tan soft tissue that measures less than 0.1cm" was found on the catheter. Pt continues to have pain post the operative procedure. Pt has multiple health problems which cause pain.